Manufacturer narrative:
Block h6: device code a050501 captures the reportable event of bands failed to deploy. Device code a0401 captures the reportable event of handle won't turn. Block h10: investigation results the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the handle assembly was returned and the ligator head was not. It was noted that the trip wire was partially rolled in the handle assembly and was secured in the handle slot, but it was found kinked at the proximal section. The suture was intact and attached to the distal loop of the trip wire. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt. No visible issue was noted with the handle assembly. No other issues with the device were noted. The reported events were not confirmed. Upon analysis of the returned device, the only problem that was found was that the trip wire was kinked. This could have been caused during manipulation of the device during initial set up when removing slack or during handling during the procedure. Since the device showed neither evidence of the alleged issue nor any defect which could have contributed to the complaint it was concluded that the investigation conclusion code of this event is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophageal variceal ligation (evl) procedure performed on (B)(6) 2021. During the procedure, the handle of the device could not be rotated causing the bands not to deploy. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophageal variceal ligation (evl) procedure performed on (B)(6) 2021. During the procedure, the handle of the device could not be rotated causing the bands not to deploy. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.